Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. Customer's blood glucose value was 37 mg/dl at the time of the incident. The customer¿s current blood glucose level was 158 mg/dl. The customer was treated with the food. The customer was alleging the insulin pump for over delivery. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. Device passed the delivery accuracy test. Device delivered a bolus properly. No over delivery anomaly noted. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.